Manufacturer narrative:
(B)(6). (B)(4). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there were flow issues with an unspecified quantity of clearlink continu-flo solution sets. It was further specified that non-baxter secondary sets were connected to the primary sets and the primary infusion continued to flow slowing the rate of administration of the secondary infusion. The primary lines were clamped as a result. This was identified during patient infusion with chemotherapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.